Event description:
Customer reported the attachment heated up during use. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device overheated, motor ran sluggish and tool latch was faulty. The device was repaired and returned to customer on (B)(4) 2012. MFR date: november 2005.